Event description:
The manufacturer received information alleging bottom enclosure cracked, right side of enclosure misaligned. Timed out while rebooting before blower hours could be recorded. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. Unit was transferred to testing, when the "nurses call" plug was pushed into the case and broken. Unit was returned to the tech division for repair of the nurses call plug and reevaluation. The device's interface pca was replaced to address the issue.